Event description:
In 2009, the pt reported that at 6:30 am today she had an elevated blood glucose reading of 210 mg/dl with her target range being 130-150 mg/dl. She treated her reading by bolusing 1.5-2 units of insulin. She stated she changed her insulin infusion set. To troubleshoot, the pt confirmed her time setting on her infusion device is accurate. She stated her doctor changed her basal rates 3 weeks ago but when she came home, they were back to her original basal rates. She said, she has since changed her basal rates to reflect what the doctor recommended. She has changed medications in the last week and has allergies and a sinus infection. She was advised to inform her doctor of this and her elevated reading. She stated she has been more active. She has recently been released from the hospital for a non-diabetes related issue. She checked her reading during the report and stated it has decreased to 184 mg/dl. On follow up with the pt five days later, she stated her blood glucose is at 130 mg/dl which is within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.